Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a potential allergic reaction with a polyflux 17l set. Approximately twenty minutes into hemodialysis therapy, the patient experienced a cough and chest tightness along with a blood oxygen level of 80%. Due to the potential for an allergic reaction, therapy was discontinued, and inhalation oxygen was initiated via mask. After approximately five minutes the patient¿s o¬2 level was 100% and the other symptoms had subsided. The patient was restarted on therapy with a new dialyzer and machine without further incident. No further information was available at the time of this report.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.